Event description:
It was reported that the patient's ipg was eroding through the skin and becoming visible. In turn, the patient underwent surgical intervention wherein the entire scs system was explanted.